Manufacturer narrative:
The complaint sample is not available for evaluation; the lot number is unknown. The manufacturing review did not indicate that this complaint was due to the manufacturing process; no complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As initially reported via an FDA medwatch form on (B)(6) 2017, a patient was diagnosed with a severe corneal ulcer in the left eye, with reported subjective symptoms of severe pain. There is no information regarding the treatment or resolution of the event. The event happened on (B)(6) 2016. Further information regarding the event and event outcomes cannot be obtained, as no contact information was made available for the complainant.